Manufacturer narrative:
Batch review performed on 12 december 2018: lot 165749: (B)(4) items manufactured and released on 24-november-2016. Expiration date: 2021-11-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
From the early post-op x-rays, the surgeon detected an acetabulum fracture. The patient will be non-weight bearing for 6 weeks. The surgeon plans to follow up on the fracture in 6 weeks to determine if it has healed properly. The surgeon does not feel that a revision will be necessary.